Event description:
An overinfusion of heparin occurred. The heparin infusion was stopped. Due to the interruption of the heparin infusion the patient's graph clotted and was given urikinase to dissolve the clot.

Manufacturer narrative:
MFR's report date 11/17/97. The pump was returned and evaluated. The pump passed accuracy, however the gap was found to be out of specification per the safety alert. It has been determined that, as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states "close the mechanism by pushing the orange latch to the left. Verify that the tubing is fully within the mechanism and verify that the tubintg is fully within the mechanism and the air in line detector. Do not use the door to close the orange latch". The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism.